Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a stripped battery cap coin slot. (B)(4).

Event description:
It was reported that the customer visited the emergency room for diabetic ketoacidosis and a high blood glucose of 400 mg/dl. The patient was wearing the insulin pump up until she was admitted into the intensive care unit, where she was treated with an insulin drip for a few hours and then put back on the insulin pump. It was also reported that the insulin pump was unexpectedly shutting off and received failed battery test alarms. During troubleshooting, it was not possible to remove the battery cap off the insulin pump. Nothing further was reported.